Event description:
It was reported that the pump battery intermittently could not be charged past 5 percent battery life. Customer¿s blood glucose level was 223 mg/dl. Reportedly, the customer left the pump plugged into a power source for an extended period of time and the pump successfully charged.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.